Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was above 500 mg/dl with no signs or symptoms reported. The reporter noted the patient remained on pump therapy. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a pump malfunction or use error could not be ruled out as a contributing factor of the alleged health event.

Manufacturer narrative:
Follow-up #1 date of submission 09/08/2016-product analysis: the device was returned and evaluated by product analysis on 08/11/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump's black box revealed no abnormal pump behavior. Data relevant to the alleged event was overwritten due to continued pump use. The total daily dose history and basal history were appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).